Manufacturer narrative:
The insulin pump was received with no button response due to flattened act button dome switch. Upon inspection, the j2 on the lcd connector was locked. However, functional testing including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and no delivery tests or verification of the reservoir alarm anomaly could not be performed due to a button keypad anomaly. The following physical damage was also noted: cracked battery tube threads and minor scratches on the display window.

Event description:
The customer's mother reported via phone call that the customer's insulin pump was not receiving low reservoir alarms when the reservoir was low, and the device did not alarm when the insulin was completely depleted either. The customer woke up with high blood glucose nearing 500 mg/dl due to no insulin in her insulin pump. There was no mention of how the customer treated her hyperglycemia. The mother noted that the alarm anomaly occurred during normal use. The insulin pump was returned for analysis and a replacement device was shipped to the customer.